Event description:
Pt unwrapped from blanket and blood noted on left arm where PICC line had disconnected from the "heart" of the PICC. Pressure applied. Remaining 12.5 cm of catheter was then removed with tip intact. No further complication. This line had been used as a deep peripheral line not a central line.